Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient came to the clinic because he could only hear noise with the device and suffered from headaches. There is no report of accident or trauma. The device appears to be moved from the original location.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was reported that the recipient came to the clinic because he could only hear noise with the device and suffered from headaches, as a result of the noise. The change in sound perception was sudden. There is no report of accident or trauma. The recipient was re-implanted.